Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for candida parapsilosis in the instrument channel and the air/water channel with the number of 31 cfu. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplement report is submitted to report additional information. The device referenced in this report has been returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted for the subject device. The test result showed that the microorganisms were not detected.